Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load multiple new cartridges. In addition, it was reported that multiple cartridge alarms (cartridge alarm 19) with multiple cartridges occurred during the load process. Customer's blood glucose level was (168 mg/dl). The customer did not have alternate insulin therapy available at the time of the issue. It was indicated that alternate insulin therapy would be obtained from the health care provider.